Event description:
During a laparoscopic hernia surgery the balloon did not open on both sides. Another product was used to complete the procedure.====================== health professional's impression======================device failed to work as intended.====================== manufacturer response for dissector system, (brand not provided)======================waiting for return kit for evaluation by manufacturer.